Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon indicated the tibial component was grossly loose with no adherence of the cement to the tibial component at all whatsoever, at the tibial tray/cement interface. The surgeon did not comment on the femoral nor patellar components and they were not revised. The patient was implanted with unknown tibial component and there were no complications to the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2019 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.